Event description:
As described in report: emergency intubation. Exact provu cable and monitor had been used successfully in a case 20-30 minutes prior. When the doctor connected the cable to the handle, an error message came on the screen and they were not able to correct the situation after turning on and off. Then had to rush to find a glidescope while patient was needing to be intubated. After leaving the or, we tried multiple blades on the cable and the same issue occured. Tried a new cable, and the provu monitor worked again.